Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic transurethral resection (tur) procedure the resection sheath tip broke off intraoperatively and could be removed without harming the patient. The procedure was completed with use of a similar device with a less than 30 minute delay.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported failure: the ceramic tip is broken off because of mechanical force. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.